Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on implanted on (B)(6) 2025. The patient was also implanted with a right sided centrimag for "short term support". Log files were submitted for review and captured intermittent momentary low flow estimates with elevated pulsatility index (pi) as well as low flow alarms with elevated pi on (B)(6) 2025. It was additionally reported that the right heart failure did not exist prior to left ventricular assist device (lvad) implant however the patient's right heart function was "not good" before implant, the patient had a dilated right ventricle and a right arterial pressure of 8 mmhg. It was noted that the right heart failure was not device related however it was noted that the lvad delivers more volume than the right ventricle can accommodate causing swelling of the right ventricle. The patient under anesthesia at the time of implant, therefore no symptoms could be seen. The patient was treated with milrinone.

Manufacturer narrative:
Section a: patient information corrected. Section b2: outcomes attributed to adverse corrected. Section d6a: date of implant corrected. Section g2: report source corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. Further, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the low flows was not identified but were thought to be related to hemodynamic changes, and they self-resolved.